Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance measurements. The most recent measurement was high and out of rage at 169 ohms. Boston scientific technical services were contacted and recommended thorough in-clinic lead provocative maneuvers to exclude lead impairment. The patient will be seen in at an unspecified follow-up appointment in the future months. At this time, the rv lead remains implanted and in-service. The patient was stable and no adverse consequences were reported.